Event description:
The customer reported to the dealer that a screw from the instrument fell into the pt during a carotid procedure. The operation was stopped until they found the screw in the pt. There was no pt injury. On (B)(6) 2010, the dealer confirmed via e-mail that the screw was removed without harm to the pt. An x-ray was not considered necessary.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.